Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. The date received by manufacturer has been used for this field.

Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there was leakage when taking injection. Verbatim: son in law called on behalf of consumer to report leakage when taking injection. Stated, he is not sure if the bd brand was leaking or the novo fine pen needle.

Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there was leakage when taking injection. Verbatim: son in law called on behalf of consumer to report leakage when taking injection. Stated, he is not sure if the bd brand was leaking or the novo fine pen needle.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. The date received by manufacturer has been used for this field.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h.10.

Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there was leakage when taking injection. Verbatim: son in law called on behalf of consumer to report leakage when taking injection. Stated, he is not sure if the bd brand was leaking or the novo fine pen needle.